Event description:
The customer reported a bowl leak that occurred during a treatment procedure. Customer reported that there was a sudden noise and then a blood leak alarm during cycle 1 collect phase of treatment. He confirmed there had been a blood leak in the centrifuge, so the treatment was aborted and no blood in the kit was returned to the pt. Customer stated the centrifuge drain bag held blood and priming fluid. Customer found the bowl sidewall had separated from the bowl. Sidewall had separated order: (B)(4).

Manufacturer narrative:
Batch record review: review of lot history file for xts kit a 754 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) completed on: (B)(4) 2013. Fe cleaned residual blood stain on centrifuge lid, tested centrifuge leak detection and vacuum pump operation, and ran section 7 system checkouts. Instrument has been verified to operate as expected. The assessment is based on info available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).